Event description:
It was reported the patient was admitted to the hospital after experiencing a fall and syncope. Interrogation of the device revealed a end of service (eos) message. There was also a 'charge circuit inactive' warning message. The device was found in doo mode. When reprogrammed to ddd mode, the device exhibited inhibition of pacing, oversensing and intermittent capture. Thus, the device was left in doo mode. The device was later explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited oversensing. The rv lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 400458 lead, (B)(6) 1990; 5068-58 lead, (B)(6) 2002. (B)(4).